Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Zimmer unknown m/l stem p/n unknown l/n unknown; zimmer unknown head p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Report source - (B)(6). Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04681 0001822565-2017-04682 0001822565-2017-04792 0001822565-2017-04793 salo, p. P., honkanen, p.b., ivanova, I., reito, a., pajamaki, j., eskelinen, a., 2017, high prevalence of noise following delta ceramic-on-ceramic total hip arthroplasty, the british editorial society of bone and joint surgery, volume 99-b, no. 1, 7 pages. Http://journal-dl.com/item/591087fe3fbb6e13743ca8b8.

Event description:
It was reported in a journal article that 8 patients died due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.